Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex tracheobronchial stent was to be used to treat a stenosis in the right main bronchus during a rigid bronchoscopy procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was tortuous and was not dilated prior to stent placement according to the complainant, the physician started deploying the stent when the deployment suture got stuck and the shaft bowed. The partially deployed stent was removed from the patient and the procedure was completed with another utlraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.